Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from the manufacturer after foam remediation but there when the device was opened to be serviced by a third-party service center, there was substantial black foam particulate. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from the manufacturer after foam remediation but when the device was opened to be serviced by a third-party service center, there was substantial black foam particulate. The device was not in patient use. The device was evaluated by the manufacturer's product investigation laboratory (pil) and customer's complaint was confirmed. Black particulate was found in the flow path assembly. During the evaluation of the device at the pil, the device failed a test step during testing. The device's sensor board needs to be replaced to address the issue.